Event description:
The pt reported experiencing elevated blood glucose and e4 (occlusion) errors for 2 weeks. On (B) (6) 2010 at 3:30 pm, the pt bolused 3 units of insulin and e4 was displayed. He disconnected from the infusion site and insulin emerged from the infusion tubing. He reconnected to the infusion site and at 5:30 pm e4 was displayed. At 7:30 pm, the pt's blood glucose was elevated to 270 mg/dl and he bolused 10 units of insulin and e4 was displayed. He changed the infusion site and completed the bolus without error. At 10:30-11:00 pm, the pt's blood glucose measured 230 mg/dl and he bolused 3 units through the infusion device. The pt's normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.